Manufacturer narrative:
A patient experiencing high impedance was reported to abbott. The patient¿s lead was explanted and replaced. Therapy was restored. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
It was reported patient's lead had high impedances. Surgical intervention was undertaken wherein the lead was explanted and replaced to address the issue. Therapy was restored post-op.